Event description:
Customer states: after about 5 days use on a patient at hospital, a doctor found a green discoloration of tube. No patient harm. Pre-test was done. Customer information suggest that there was a decision to perform decannulation and recannulation of a replacement tube due to observed discoloration. Covidien is attempting to gather further details surrounding the circumstances of this report.

Manufacturer narrative:
Conclusion not yet available-evaluation in progress.